Event description:
The complainant reported a patient, ethnicity unknown, was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed hemolysis, no further information was provided regarding treatment. On 8/6/2021 it was reported that when the impella was removed on (B)(6) 2021 a thrombus like substance was attached to the tip of the pigtail, and something like a blood clot was visible on the impeller. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the hemolysis and thrombus has been completed. The clinical review for the thrombus indicated biomaterial was observed on the pump at the time of pump removal. The thrombus was most likely due to the patient¿s condition. The clinical details provided were insufficient to determine a root cause of the hemolysis. The relationship between hemolysis and the impella is unknown as no evidence was provided to show hemolysis occurred or that it was related to the use of impella. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: hemolysis impella 5.5 with smart assist for use during cardiogenic shock & impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter as noted in the impella IFU ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle as noted in the impella IFU ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis as noted in the impella IFU ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ as noted in the impella IFU ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction as noted in the impella IFU ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ thrombus impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves as noted in the impella IFU ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ as noted in the impella IFU "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.